Manufacturer narrative:
The field service engineer determined the sample probe was partially blocked. The engineer changed the sample probe, electrodes, tubing, and cleaned the pathway. Cleaning maintenance was performed. The customer ran calibration and controls. The customer also repeated the patient samples to verify the results are now in the proper range. The probe appeared it may have gone into the gel of a tube. The customer mentioned that a lot of samples that day had low sample volume due to being collected improperly. Medwatch UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial results for these samples were reported outside of the laboratory where they were questioned by the doctor. The samples were repeated on a second analyzer and values were up to 10 mmol/l different. The customer provided specific data for one patient sample. This patient sample initially resulted with an na value of 134 mmol/l, which was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with a value of 140 mmol/l. The sample was also repeated on the original analyzer, resulting with a value of 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was acceptable. Qc recovery was acceptable. The investigation determined that the issue found by the field service engineer was the root cause of the event.